Event description:
The unit was not alarming when you turn it on, and after the unit was very loud like something was banging inside.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.